Event description:
The complainant reported a balloon burst. The gastrostomy tube's balloon experienced a failure on the same day it was inserted.

Manufacturer narrative:
(B)(4). Material rupture. The testing and investigation results confirmed the complaint. A hole in the balloon was identified. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.